Manufacturer narrative:
H3. Device evaluation: the fibrin-like thrombotic material was moderate on the inflow aspect and minimal on the outflow aspect. Minimal fibrin-like material was also observed on the valve stent circumference on both the inflow and outflow aspects. The x-ray demonstrated the wireform and cocr band to remain intact; the vfit cocr alloy band was not expanded. Mechanical damage marks were observed on the surfaces of all three leaflets on the outflow aspect and leaflet 2 on the inflow aspect. Damages appeared serrated and did not penetrate leaflets. Sewing ring cloth was cut around commissure 2 on the inflow aspect. Wireform was also exposed near commissure 1 on the outflow aspect. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of thrombus was confirmed through visual observations. The cause of the event was due to patient factors.

Manufacturer narrative:
The device was returned to edwards for evaluation as is pending evaluation. A supplemental MDR will be submitted once the device is evaluated or additional information is received. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
UDI #(B)(4). Additional manufacturer narrative:  valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be determined with the available information at this time. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The device was not returned for evaluation. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 11500a pericardial aortic valve, implanted approximately nine (9) months, was explanted due to thrombosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After implant, prosthetic valve endocarditis (pve) was suspected and therefore the device was explanted. Intraoperatively, what was suspected to be infection was actually a fibrin clot which was attached to the device like a paste. The surgeon diagnosis was a thrombus valve. The patient was not infected nor had a history of infection. The explanted valve was replaced with a 19mm sjm regent valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. There was no relationship between the event and the device malfunction.